Event description:
During a splenectomy procedure, clips would not hold after placing. None of the 10 clips would hold on the splenic vessel. Short hemorrage rapidly stopped with a hem-o-lock instrument. There was no pt consequence.